Event description:
The customer reported a low ma/low kv error. The techs used another c-arm to the finish case. No patient injuries due to this call.

Manufacturer narrative:
The ge service rep regreased the candlesticks and then took a low level xray and image looked like viewing through a screen. He checked the fuse on a snubber and found it blown. The rep checked dead time a/b, ma null, and ordered a snubber pcb. He installed the snubber and tested the dead time a and b. The system operates as intended.